Event description:
Written report received states, "leakage between the flow restrictor and the syringe extension set, code emc7104." Reported condition observed after fill before patient use thus resulting in no patient involvement. Device contained an unknown concentration of ketobemidon and dextrose 5% / water (d5w) for a total fill volume of 60ml. Reporter stated medications were filtered, however, the size of filter is unknown.